Event description:
It was reported that during a mandibular osteotomy procedure, the blade broke and subsequently lodged in the patient's jaw. It was also reported that the surgeon is planning on completing another surgical procedure to retrieve the broken blade. It was further reported that another blade was readily available to complete the procedure.

Manufacturer narrative:
(B)(4). The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.